Event description:
Two patient samples with discrepant results when compared to repeat testing by different analyzer - different methodology. Initial bicarbonate gave 24 mmol/l; repeat gave 19 mmol/l. No adverse events reported. The field service representative determined the cause to be due to a problem with the ise preamp pcb and on-board solutions, and replaced ise preamp pcb and all solutions. Performance tests were performed and within specifications.

Event description:
Two patient samples with discrepant results when compared to repeat testing by different analyzer - different methodology. In 2008: initial sodium gave 133 mmol/l; repeat gave 149 mmol/l. No adverse events reported. The field service representative determined the cause to be due to a problem with the ise preamp pcb and on-board solutions, and replaced ise preamp pcb and all solutions. Performance tests were performed and within specifications.